Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 42 mg/dl. Food/juice were consumed to address bg. Customer did not know cause of event. As low bg occurred in the past, recommendation was made for customer to discuss event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user or recorded by continuous glucose monitor from (B)(6)2019 to (B)(6)2019. Cartridge change sequence was completed at 11:06 am on (B)(6)2019. There were no erratic basal rate adjustments. Complaint could not be confirmed. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.